Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 12/17/2014- pfs and medical records received. After review of the medical records for MDR reportability, lab results from (B)(6) 2014 indicated the cobalt and chromium levels were bow 1.1. The stem isn't being added for high metal ions at this time. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/14/2015. Update rec'd 12/19/2016 litigation received. There is no new information that would change the existing MDR decision. Complaint was updated 01/07/2017. Update rec'd 01/11/2017: the sales rep has reported the revision surgery. Patient was revised to address pain. Complaint was updated 02/02/2017. Update 3/1/2017 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and trunnionosis. Lab levels still indicated metal ion levels are below 7ppb. The stem is being added to the complaint. The complaint was updated on: 3/20/2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.